Event description:
It was reported that the customer was on an insulin drip in the hospital. The phone call was disconnected before any further details could be obtained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.